Manufacturer narrative:
The hvad is used for treatment not diagnosis. The hvad pump (hw11587) was not returned to the manufacturer for evaluation as it remained implanted postmortem. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Patient received treatment for suspected thrombus, however, expired as a result of the lvad being turned off. The reported event could not be confirmed via log files as log files covering the event date were not available for analysis. The most possible root cause of the 'high power' can be attributed to thrombus formation; additionally, there are patient, procedural, and pharmacological factors that may have contributed to this event. Possible clinical factors that may have contributed to the thrombus formation include the stated patient condition of a gastrointestinal bleed with anticoagulation therapy being held for an unspecified period of time. Applicable risk documentation and experience with events of similar circumstances were considered; events with high power consumption are most often attributed to thrombus formation. Thrombus is a known risk associated with use of ventricular assist devices noted within the labeling. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Serious and life threatening adverse events, including device thrombosis, have been associated with use of this device as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines of inr between 2.0 and 3.0). While there is no evidence based on the available information, it may be possible that there were some underlying health conditions that could have predisposed the patient to this event. From all indications the device operated within specifications and as intended with no indication of any device performance issues contributing to the event. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. (B)(4).

Event description:
It was reported from the unites states that while still hospitalized for post-operative complications, this (B)(6) male patient developed pump thrombus. The patient developed a gastrointestinal (gi) bleed on (B)(6) 2014. On (B)(6), he experienced an increased in ventricular assist device (vad) power and flows accompanied by increasing lactate dehydrogenase (ldh) levels despite initiation of anticoagulation therapy. The patient's family elected not to pursue surgical intervention and he was instead administered a small dose of tissue plasminogen activator (t-pa) that transiently improved vad function. Palliative care was consulted to discuss the goals of care with the patient's family and the family elected to withdraw care. On (B)(6) 2014 the pump was turned off and the patient expired. The pump remains implanted in the patient postmortem.